Event description:
The customer initially reported a vague issue involving sync cardioversion. It was later clarified to be a failure to discharge in the sync mode. There was no report of negative pt impact. The event strips were not provided for review, but the customer stated they reviewed them with no findings noted.

Manufacturer narrative:
(B)(4). The customer initially reported a vague issue involving sync cardioversion. It was later clarified to be a failure to discharge in the sync mode. There was no report of negative pt impact. The event strips were not provided for review, but the customer stated they reviewed them with no findings noted. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.